Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, the cause of the foreign material could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the gastrointestinal videoscope to the service center for a separate issue, which does not indicate an MDR reportable event. However, during device analysis, an MDR reportable malfunction was identified, in which foreign material was found on the light guide cover lens. There was no patient involvement.